Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had developed a red, open skin irritation under the therapy electrode pads. There is no alleged device malfunction. The patient's nurses applied a cream to the irritation. Follow-up indicated that the patient ended use of the lifevest for an unrelated reason and the irritation had healed.